Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device giving windows error, windows delayed write. Data for file hardware failure. Walked through powering device off and back on, but once selected continue current patient the error returned. Advised to swap out to an alternate device. Nurse stated that they only have this device available.

Event description:
It was reported that the arctic sun device giving windows error, windows delayed write. Data for file hardware failure. Walked through powering device off and back on, but once selected continue current patient the error returned. Advised to swap out to an alternate device. Nurse stated that they only have this device available.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Windows delayed write data for file hardware failure. Walked through powering device off and back on, but once selected continue current patient the error returned. Advised to swap out to an alternate device. Nurse stated that they only have this device available. The instructions-for-use under found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.